Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: during investigation, all testing was performed with a test battery cap due to the original battery cap not being returned. Evidence of moisture was found behind the display lens and inside the battery compartment. The pump powered on to a blank display. A leak test was performed and failed due to a leak at a battery compartment crack. The pump case was removed and evidence of moisture contamination was found on the display flex cable, and connector. The blank display occurred due to internal moisture damage. The original complaint of a dim fading display was unable to be investigated due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.